Manufacturer narrative:
CAPA 2023-006. The device has been returned. The investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot# 6111691 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot# 6111691 available for review. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø4.3 x 10 mm (70-1154-imp0010) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: "lack of primary stability" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type and oral hygiene is unknown. The patient presented on (B)(6) 2022 for a primary procedure on tooth #4. The patient returned on (B)(6) 2022, within three weeks of implant placement without complaint. Upon examination, the provider noted that the implant failed to integrate and the device was removed. Based on the dates noted in the questionnaire completed by the provider, a medical opinion was sought, and it was determined that because the implant was placed and removed in such a short time span, it lacked stability.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. Patient's weight was asked but not provided. Patient's race was asked but not provided.

Manufacturer narrative:
Additional information: b1, h6 (investigation conclusions). Corrected information: e1, h1, h6 (medical device problem code). CAPA 23-006. Manufacturer reference: (B)(4).

Event description:
The patient's bone type is IV and oral hygiene is good. Upon examination, the provider noted that the implant failed to integrate and the device was removed.

Manufacturer narrative:
CAPA 23-0006. Manufacturer reference: (B)(4).